Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) was removed, the rv lead was capped and both were replaced. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).